Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare provider (hcp) of a clinical study via a manufacturer representative. It was reported that the failed insertion site involved only the localizing needle and not the lead. The cause of the issue was not determined. No further complications were reported or anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown, lot#: unknown, product type: unknown. Other relevant device(s) are: product ID: neu_unknown, serial/lot #: unknown, UDI#: asku. (B)(4). Product ID: neu_unknown, lot#: unknown, product type: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor issues. It was reported that the patient had tenderness and pain at the failed insertion site to the sacrum and l low back that was persistent; the clinical diagnosis was post-op pain. It was noted that the event was not related to the device or therapy and related to the implant procedure/surgery/anesthesia. Interventions taken included administering medication, completing post-op prescription of oxycodone, and taking cipro bid. The patient was prescribed clindamycin for 7 days and instructed to use tylenol 500mg every 6h prn for pain. It was noted that the event resolved without sequelae on (B)(6) 2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacture representative (rep). It was reported the actions taken to resolve the failed insertion into the sacrum were post operation prescription of oxycodone, and also taking cipro 2 times per day. The patient was prescribed clindamicin for 7 days. The patient was also instructed by the hcp to use tylenol 500 mg every 6 hours for pain. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.